Event description:
The physician reported that the pt missed his refill visit on (B) (6) 2009, due to a possible seizure disorder; they were not sure. The pump should have had 4 mls left at that time; the pump was programmed to approx 1000 mcg/day of baclofen (2000 mcg/ml). On (B) (6) 2009, the pt presented to the ER with increased confusion and hallucinations. The pump was refilled shortly thereafter and the dose was decreased to approx 500 mcg/day since the physician felt the pt had been without drug for some time. The pt was admitted to the hospital. The pt was doing worse the next day. The pt was still having symptoms. Further dose adjustments were being considered. The pt status was reported to be "fair". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).